Event description:
On july 10, 2006, the facility contacted baxter customer service to report a system 1000 hemodialysis instrument experienced restricted flow during treatment and too much fluid was removed from the pt. The customer was instructed by a baxter field service engineer (fse) to re-calibrate all calibrations for the machine since the sram was replaced. Further instructed to check pumps. The pt did not experience any adverse effects from the extra fluid removal and did not require medical intervention. No further information is available at this time. If additional information becomes available, a follow-up report will be sent.